Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels dropped to less than 40 mg/dl. The patient was shaking, sweating, blurred vision and then lost consciousness. The paramedics arrived to render aid. For treatment, the patient was given orange juice and given a sandwich. The pod was worn between 4 and 24 hours on the arm. The pod was discarded and the paramedics left after a few hours.